Event description:
Caller reported that the t:slim x2 pump battery would not charge and attempts to use a different wall adapter and charging cable did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advised the caller to let the pump's battery deplete before returning it, and instructed them to use a new sensor only after a session ends with the replacement pump. Caller acknowledged and understood the steps, and a replacement pump was sent.